Event description:
While attempting to advance a penumbra system 5max ace reperfusion catheter, it was found kinked at the hub. A new 5maxace reperfusion catheter was successfully used.

Manufacturer narrative:
Result: the 5max ace reperfusion catheter was fractured under the strain relief approximately 0.7 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace reperfusion catheter was kinked at the hub. Evaluation of the returned product revealed it was fractured in the proximal shaft. This type of damage typically occurs due to improper handling during removal from the packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.